Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and reboot due to no power on. Receiver log downloaded by using a known good battery to download. A review of the share log was performed and there was no data within the investigation window. Receiver functional testing was unable to be performed. The receiver internal inspection detected battery controller ic was cracked/damaged. The allegation was undetermined. The probable cause could not be determined.